Event description:
It was reported the surgeon did not like the way the intraocular lens looked when he inserted it into the patient's eye. He enlarged the incision, removed the lens and implanted a different lens. He decided to use an anterior chamber lens instead. There was no patient injury and surgery was successfully completed.

Manufacturer narrative:
Inspection of the returned lens shows an optic cut in 2 pieces and distorted haptics. Prior to release to market the lens met all manufacturing specifications. The observed damage is most likely related to customer handling and is not manufacturing related. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.